Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
It was reported by the aci vascular closure specialist that a patient underwent a catheterization procedure on (B)(6) 2013. Access was obtained at the right common femoral artery via a 6f terumo sheath. A pre-procedure femoral angiogram showed the vessel size to be 6mm. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon lost pressure during prep. The patient was converted to 25 minutes of manual compression at which time hemostasis was achieved. The patient was kept in the hospital for unspecified reasons (not mynx device/mynx procedure related). The patient was scheduled to be discharged from the hospital on 08/10/2013.